Event description:
Patient's mother reported the meter display has a vertical black line on the screen. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).